Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:3186, UDI: (B)(4), serial:(B)(4), batch: a000093193. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-02115. It was reported the patient experienced ineffective therapy and discomfort at the ipg site. The investigation did not determine which lead is related to the issue. As a result surgical intervention occurred wherein the system was explanted to address the issue.